Event description:
Customer reported that the touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up with technical support at the time, so no further information was obtained about the event outcome.